Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported, by the pt's wife, that post a coronary drug eluting stenting treatment procedure, where an unk size taxus express2 drug eluting stent was implanted, the pt has experienced itching and rashes. The pt has known allergy to nickel, but alternative device was not available at implantation time.